Event description:
Bloody synovial fluid, [haemarthrosis] not having weight bearing, [weight bearing difficulty] elevation in white blood count, [white blood cell count increased] chills, [chills] hard to walk, [walking difficulty] knees swelled. [Swelling of knees] case narrative: initial information received on 09-oct-2024 regarding an unsolicited valid serious case received from a patient. This case involves an adult female patient who had bloody synovial fluid, not having weight bearing, knees swelled, elevation in white blood count, chills and hard to walk with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication, and family history were not provided. In (B)(6) 2024, the patient started using synvisc (in left knee) (hylan g-f 20, sodium hyaluronate) injection (strength: 16mg/2ml) (dose, route, frequency and indication: unknown) the patient reported that she ended up not having weight bearing (weight bearing difficulty), knees were swelled (joint swelling), bloody synovial fluid (haemarthrosis), elevation in white blood count (white blood cell count increased), was having chills (chills) and it was hard to walk (gait disturbance) (onset date: oct-2024, latency: few days for all events) (unknown batch number and expiry date for all events). She added that this happened around thursday or friday last week (B)(6)2024) when she got her synvisc injection. She mentioned that she almost ended up in the emergency room yesterday (B)(6) 2024). Made a call to the on-call doctor today (B)(6) 2024). Needed to have aspiration and blood works in the week that she received her shot. She also stated that this was worse than any surgeries that she had. Patient called to ask if there was a recall of contaminated syringes in synvisc. She was informed that there was no notice available on the references regarding recall of contaminated syringes of synvisc. Information on batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: unknown for all events. It was not reported if the patient received a corrective treatment for the events. At time of reporting, the outcome was unknown for all events. Seriousness criteria: medically significant for haemarthrosis. A product technical complaint (ptc) was initiated on (B)(6) 2024 for synvisc (lot/batch number: unknown) with global ptc number: complaint (B)(4). Based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment is possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) was required. The final investigation was completed on 10-oct-2024 with summarized conclusion as no assessment possible. Additional information was received on 10-oct-2024 from the quality department. Ptc results and global ptc number added. Text amended accordingly.

Event description:
Bloody synovial fluid [haemarthrosis] not having weight bearing [weight bearing difficulty] elevation in white blood count [white blood cell count increased] chills [chills] hard to walk [walking difficulty] knees swelled [injection site joint swelling]. Case narrative: initial information received on 09-oct-2024 regarding an unsolicited valid serious case received from a patient. This case is linked with case (B)(6) (multiple device suspect used in same patient). This case involves an adult female patient who had bloody synovial fluid, not having weight bearing, knees swelled, elevation in white blood count, chills and hard to walk with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication, and family history were not provided. In (B)(6)2024, the patient started using synvisc (in left knee) (hylan g-f 20, sodium hyaluronate) injection (strength: 16mg/2ml) (dose, route, frequency and indication: unknown) the patient reported that she ended up not having weight bearing (weight bearing difficulty), knees were swelled (injection site joint swelling), bloody synovial fluid (haemarthrosis), elevation in white blood count (white blood cell count increased), was having chills (chills) and it was hard to walk (gait disturbance) (onset date: oct-2024, latency: few days for all events) (unknown batch number and expiry date for all events). She added that this happened around thursday or friday last week (B)(6)2024) when she got her synvisc injection. She mentioned that she almost ended up in the emergency room yesterday ((B)(6)2024). Made a call to the on-call doctor today ((B)(6)2024). Needed to have aspiration and blood works in the week that she received her shot. She also stated that this was worse than any surgeries that she had. Patient called to ask if there was a recall of contaminated syringes in synvisc. She was informed that there was no notice available on the references regarding recall of contaminated syringes of synvisc. Information on batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: unknown for all events. It was not reported if the patient received a corrective treatment for the events. At time of reporting, the outcome was unknown for all events. Seriousness criteria: medically significant and intervention required for haemarthrosis. A product technical complaint (ptc) was initiated on (B)(6)2024 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). Based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment is possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) was required. The final investigation was completed on 10-oct-2024 with summarized conclusion as no assessment possible. Additional information was received on 10-oct-2024 from the quality department. Ptc results and global ptc number added. Text amended accordingly. Based on data previously received, the following information has been amended (related case ID was added, seriousness criteria of intervention required was added, pt of event of knees swelled was updated to injection site joint swelling).